Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. MFR will continue to be monitoring and trend similar complaints.

Event description:
Complaint alleges that "the clip would not ligate properly and came out from the jaw." It was confirmed that the ae5 was in use on a pt when the event occurred. Add'l info was requested. No pt injury reported.